Event description:
It was reported that pt has pain. Pt has fluid in joint that keeps coming back every time it is removed. Pt will probably be receiving revision surgery. Subsequent info reported by the sales rep indicated that the pt has increasing pain over past year and has had an infusion and was aspirated and was extended for screening. Surgeon thinks pt may be having a metal reaction and should be revised. Pt wants to be revised as soon as possible.

Manufacturer narrative:
At this time, the pt was unable to identify the devices implanted but believes them to be either rejuvenate or abg ii. Add'l info has been requested and if received, will be provided in a supplemental report.